Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: our service technician removed the ac power cord and the battery from the c6 device during power-on for power loss test. He inserted the battery and connected the ac power cord in 2 minutes because the test was passed. The device was turned on, but 'real time clock failure' appeared on the screen.